Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tubes, the device experienced a clogged instrument. The following information was provided by the initial reporter. The customer stated: a tp/tck/fib/dd was requested by the emergency department. Our sta-r max ii automated system returned all parameters without alarm on the blocked primary tube. All results were normal all results were normal except the pt which was very low (28%) for a patient not taking any anticoagulant treatment. The lowered pt result was checked and the machine returned the same value (31%) for the second assay, again from the blocked primary tube. Primary tube. After discussion with the emergency physician, we decided to add a complete liver work-up, an alcohol level and the determination of factors ii, v, vii and viii. Factors ii, v, vii and x. The doctor wanted the full work-up in order to be able to hospitalise his patient in a context of shortage of hospital places. Beforehand, we took the primary tube out of the machine and aliquoted it. The factors were therefore measured on an aliquot: all the factors came back normal. We looked for the presence of we looked for the presence of a possible direct oral anticoagulant which could have explained this discrepancy between a lowered pt and normal factors but this hypothesis came back negative. But this hypothesis came back negative. We then repeated the pt assay on the aliquot a third time: the result came back 99% normal. We checked the result again with a 4th assay on the aliquot: the result again came back normal at 100%. When we saw that it was a bd tube, we observed the cap of the tube: the polymer has a star-shaped deformation on the inside of the tube like this when we saw that it was a bd tube, we looked at the cap of the tube: the polymer has a star-shaped deformation on the inside of the tube like what can be seen with a stone on a windscreen. It is likely that it is likely that the elastomer is too rigid and bursts under the pressure of the needle instead of deforming when the needle first enters the tube. Into the tube. In addition, the clamp of the sampling needle of the automated system is again filled with debris from the blue cap of bd tubes. This debris this debris is also found stuck along the sampling needle and on the mats holding the racks inside the machine. The presence of bd haemostasis cap debris inside our 2 sta-r max ii machines has been reported to the supplier. A month ago with photos of the anomalies observed.

Manufacturer narrative:
H6: investigation summary : bd received 6 photographs were attached by the customer in support of this complaint: 1. First photograph shows a piece of equipment with blue stopper pieces and debris on it 2. Second, fifth and sixth photographs indicates the other piece of equipment, presumably probe. 3. Third and fourth photo indicates a pierced stopper with debris on it. Bd is able to confirm or duplicate customers indicated failure mode - debris, because it was evident in the photographs provided. Clogged instrumentation - bd is unable to confirm this issue as a bd product defect. No recent changes have been made to the stopper or cap and all samples tested were within specifications. Erroneous results - bd was unable to confirm the customer¿s indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. The device history records could not be reviewed because lot number was not provided.

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tubes, the device experienced a clogged instrument resulting in erroneous results. The following information was provided by the initial reporter. The customer stated: a tp/tck/fib/dd was requested by the emergency department. Our sta-r max ii automated system returned all parameters without alarm on the blocked primary tube. All results were normal all results were normal except the pt which was very low (28%) for a patient not taking any anticoagulant treatment. The lowered pt result was checked and the machine returned the same value (31%) for the second assay, again from the blocked primary tube. Primary tube. After discussion with the emergency physician, we decided to add a complete liver work-up, an alcohol level and the determination of factors ii, v, vii and viii. Factors ii, v, vii and x. The doctor wanted the full work-up in order to be able to hospitalise his patient in a context of shortage of hospital places. Beforehand, we took the primary tube out of the machine and aliquoted it. The factors were therefore measured on an aliquot: all the factors came back normal. We looked for the presence of we looked for the presence of a possible direct oral anticoagulant which could have explained this discrepancy between a lowered pt and normal factors but this hypothesis came back negative. But this hypothesis came back negative. We then repeated the pt assay on the aliquot a third time: the result came back 99% normal. We checked the result again with a 4th assay on the aliquot: the result again came back normal at 100%. When we saw that it was a bd tube, we observed the cap of the tube: the polymer has a star-shaped deformation on the inside of the tube like this when we saw that it was a bd tube, we looked at the cap of the tube: the polymer has a star-shaped deformation on the inside of the tube like what can be seen with a stone on a windscreen. It is likely that it is likely that the elastomer is too rigid and bursts under the pressure of the needle instead of deforming when the needle first enters the tube. Into the tube. In addition, the clamp of the sampling needle of the automated system is again filled with debris from the blue cap of bd tubes. This debris this debris is also found stuck along the sampling needle and on the mats holding the racks inside the machine. The presence of bd haemostasis cap debris inside our 2 sta-r max ii machines has been reported to the supplier. A month ago with photos of the anomalies observed.

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tubes, the device experienced a clogged instrument resulting in erroneous results. The following information was provided by the initial reporter. The customer stated: a tp/tck/fib/dd was requested by the emergency department. Our sta-r max ii automated system returned all parameters without alarm on the blocked primary tube. All results were normal. All results were normal except the pt which was very low (28%) for a patient not taking any anticoagulant treatment. The lowered pt result was checked and the machine returned the same value (31%) for the second assay, again from the blocked primary tube. Primary tube. After discussion with the emergency physician, we decided to add a complete liver work-up, an alcohol level and the determination of factors ii, v, vii and viii. Factors ii, v, vii and x. The doctor wanted the full work-up in order to be able to hospitalise his patient in a context of shortage of hospital places. Beforehand, we took the primary tube out of the machine and aliquoted it. The factors were therefore measured on an aliquot: all the factors came back normal. We looked for the presence of we looked for the presence of a possible direct oral anticoagulant which could have explained this discrepancy between a lowered pt and normal factors but this hypothesis came back negative. But this hypothesis came back negative. We then repeated the pt assay on the aliquot a third time: the result came back 99% normal. We checked the result again with a 4th assay on the aliquot: the result again came back normal at 100%. When we saw that it was a bd tube, we observed the cap of the tube: the polymer has a star-shaped deformation on the inside of the tube like this when we saw that it was a bd tube, we looked at the cap of the tube: the polymer has a star-shaped deformation on the inside of the tube like what can be seen with a stone on a windscreen. It is likely that it is likely that the elastomer is too rigid and bursts under the pressure of the needle instead of deforming when the needle first enters the tube. Into the tube. In addition, the clamp of the sampling needle of the automated system is again filled with debris from the blue cap of bd tubes. This debris this debris is also found stuck along the sampling needle and on the mats holding the racks inside the machine. The presence of bd haemostasis cap debris inside our 2 sta-r max ii machines has been reported to the supplier. A month ago with photos of the anomalies observed.

Manufacturer narrative:
B.5. Event description : it was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tubes, the device experienced a clogged instrument resulting in erroneous results. The following information was provided by the initial reporter. The customer stated: a tp/tck/fib/dd was requested by the emergency department. Our sta-r max ii automated system returned all parameters without alarm on the blocked primary tube. All results were normal all results were normal except the pt which was very low (28%) for a patient not taking any anticoagulant treatment. The lowered pt result was checked and the machine returned the same value (31%) for the second assay, again from the blocked primary tube. Primary tube. After discussion with the emergency physician, we decided to add a complete liver work-up, an alcohol level and the determination of factors ii, v, vii and viii. Factors ii, v, vii and x. The doctor wanted the full work-up in order to be able to hospitalise his patient in a context of shortage of hospital places. Beforehand, we took the primary tube out of the machine and aliquoted it. The factors were therefore measured on an aliquot: all the factors came back normal. We looked for the presence of a possible direct oral anticoagulant which could have explained this discrepancy between a lowered pt and normal factors but this hypothesis came back negative. But this hypothesis came back negative. We then repeated the pt assay on the aliquot a third time: the result came back 99% normal. We checked the result again with a 4th assay on the aliquot: the result again came back normal at 100%. When we saw that it was a bd tube, we observed the cap of the tube: the polymer has a star-shaped deformation on the inside of the tube like this when we saw that it was a bd tube, we looked at the cap of the tube: the polymer has a star-shaped deformation on the inside of the tube like what can be seen with a stone on a windscreen. It is likely that it is likely that the elastomer is too rigid and bursts under the pressure of the needle instead of deforming when the needle first enters the tube. Into the tube. In addition, the clamp of the sampling needle of the automated system is again filled with debris from the blue cap of bd tubes. This debris this debris is also found stuck along the sampling needle and on the mats holding the racks inside the machine. The presence of bd haemostasis cap debris inside our 2 sta-r max ii machines has been reported to the supplier. A month ago with photos of the anomalies observed. Imdrf annex a grid : a0908.